Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device lot mgq269, and no non-conformances were identified. Additional h3 investigation summary: an empty labeled winding former and a strand broken in two sections of product code w8305, lot # mgq269 were received for evaluation. During the visual inspection of sample, the needles were removed of the suture. The suture was received broken in two section, the surface present body fluids, damaged and stress caused by use and use and surgical instrument. No functional tests could be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. The suture was broken. No patient consequences were reported.